Event description:
Information received indicates the hi/low drive brake is drifting.

Manufacturer narrative:
The technician found the hi/low drive brake was dirty and oily. The technician degreased the hi/low drive assembly to repair the bed.